Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/28/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: the needles that are supposed to be connected to the syringes are not in most of the trays the customer would like to return the item po # (B)(4). Sku: 1832110t".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "manufacturer narrative" provided in the initial MDR 3014312726-2024-00242. The term 'unconfirmed' was inadvertently used; based on the photo received of the suspect sample, the defect can be confirmed. However, the inspection and performed test of the counter-samples did not reveal any anomalies.